Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter became entrapped on the guidewire. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombectomy procedure. The procedure was successfully completed with this device. Inside the patient, the catheter became stuck on the wire. They could not pull the catheter out so they ended up pulling the catheter and the wire out of the body. There were no patient complications and the patient was fine at the conclusion of the case.